Event description:
It was reported that noise was observed on the right ventricular channel. Upon pocket revision, it was noted that there was blood in the device header. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal pulse generator characteristics.